Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was performed on the returned ac adaptor. Visual observation confirmed that the outlet plug was broken. No sign of burning was observed. (B)(4).

Event description:
It was reported by the patient that the alternating current (ac) adapter for the remote monitor was burned. No information as to how it happened was received. The patient sounded extremely dissatisfied about the event when the company representative contacted the patient. The ac power adapter was replaced since it was broken although the representative initially considered replacing the remote monitor. The representative requested that the patient manually transmit the data with the remote monitor after connecting it with the new ac adapter. The representative explained the situation to the doctor and no other issues were found. The monitor remains in use. No patient complications have been reported as a result of this event.